Event description:
It was reported that the door of a flogard infusion pump would not close. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self-test, alarm log review and service history review were all performed with no issues noted. The reported problem was not verified. If any additional relevant information is received, a supplemental report will be submitted.